Event description:
It was reported that this right ventricular (rv) lead was capped and abandoned due to high capture threshold measurements. Physician implanted a new lead. No additional adverse patient effects were reported.